Event description:
The manufacturer received information from customer in reference to a rental - alice nightone with end rental as an allegation of device. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn. The customer complaint was not reproduced. There was no error has been identified.